Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who were implanted with a neurostimulator for essential tremor. It was reported that a patient experienced a really bothersome tightness of the extensions when she was overtired. A revision was performed at an unknown date. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient's extensions on the right side had been very tight since placement. They limited the patient's neck movement severely and the extension was prominent on that side. After not having improved 5 weeks post-op, an extension revision was performed. Surgical observation was conducted and a longer extension was placed on the right side to alleviate the neck tightness. The longer extension relieved the problem and the event was resolved without sequelae (B)(6) 2010. It was indicated the event resulted in in-patient hospitalization and resulted in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. Etiology was noted as not related to the device or therapy and related to the implant procedure. Any additional information will be reported in manufacturing report # 6000153-2016-00658.